Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post implant. The ra lead was attempted to be revised however positioning difficulties and helix deployment issues were encountered. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted that the lead was returned with dried blood and tissue visible on helix. Blood and tissue was cleaned using isopropyl alcohol to prepare for helix testing. Then, the helix could be extended and retracted, and turns within specifications. If information is provided in the future, a supplemental report will be issued.